Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient was feeling stimulation at their implant site starting (B)(6) 2018. Patient mentioned that they had an emergency surgery for a hernia (unrelated to the device or therapy) on (B)(6) 2018 and due to it being an emergency, they were not able to turn the stimulation off. They also used cautery during the surgery. Patient advised to follow up with their healthcare professional to address the stimulation being felt at the implant site. No further complications were reported.